Event description:
It was reported that a patient had multiple devices implanted because she kept getting infections. Once the patient¿s device was moved and she was given a new device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Report # 3004209178-2008-04495 for information regarding an infection the patient had with a previous device. The timeline of the infections was unclear and it was unclear when the device was moved or with which device this occurred.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v127149, implanted: (B)(6) 2008, explanted: (B)(6) 2010, product type lead; product ID neu_unknown_prog, lot # unknown, product type programmer, physician. (B)(4).